Event description:
It was reported that during an ileostomy take down procedure, the device was difficult to fire. When the device was opened, the proximal end of the staple line had malformed staples and staples that were rectangular. Another same like device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: (B)(6).

Event description:
The surgeon reported: "after vitrectomy fluid/air exchange was activated via the automatic f/ax valve. No air came into the eye. All tubing was examined for kinking etc. Bss was infused into the eye again. That worked and f/ax was initiated once more, still without any success. There was no harm to the patient and surgery was completed without performing the f/ax." Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. Batch history review has been completed with no anomalies reported.